Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval. As the event occurred over multiple run dates, the following mdrs have been submitted with the following date of occurrences and reagent lot numbers: 3005248192-2023-00254 run date 2 oct 2023 with lot 384134; 3005248192-2023-00255 run date 3 oct 2023 with lot 384134; 3005248192-2023-00256 run date 12 oct 2023 with lot 384134; 3005248192-2023-00257 run date 13 oct 2023 with lot 384134; 3005248192-2023-00258 run date 14 oct 2023 with lot 384134.

Event description:
The customer identified false positive alinity m resp-4-plex results for six patients. The following was provided: (B)(6) run date 3 oct detected only for the sars-cov-2 target (cn 36.42); repeated same date not detected. The customer had repeated samples, due to the late cycle numbers noted for these patients. There was no report of impact to patient management.

Manufacturer narrative:
Investigation into this complaint included a retain evaluation, a customer data review, quality data review, and a complaint history review. The results of the investigation are summarized as follows: retain evaluation alinity m resp-4-plex (list 09n79-090) lot 384134 retain sample was tested by the complaint investigation team. No error codes were presented during testing and all testing replicates were interpreted correctly by the assay software. Lot 384134 met the acceptance criteria and validity criteria. Customer data review review of the customer data was performed. The runs which involved the discrepant results were valid and met assay specification requirements, and no error codes or flags were displayed for the controls. The discrepant results produced valid results, and the amplification curves did not appear abnormal. The reported samples were near or above lod; therefore, the results may not be 100% reproducible. Quality data review: device history record / batch record review review of the manufacturing packet for alinity m resp-4-plex amp kit (list 09n79-090) lot 384134 (including the components) did not identify any issues which could result in the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m resp-4-plex amp kit (list 09n79-096) lot 384134 and its components. This CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for alinity m resp-4-plex amp kit (list 09n79-096) lot 384134 or its components. Complaint history review: a complaint history review was performed to identify any complaints related to the reported issue for the alinity m resp-4-plex amp kit (list 09n79-096) lot 384134. A product deficiency was not determined by this review. Based on the investigation elements, a product deficiency could not be identified by this review.